Event description:
It was reported a proxis was used in a percutaneous coronary intervention. The aspiration was very slow during the reverse flow test; the visipaque had been injected undiluted. The mid lesion was treated first followed by the proximal lesion. The wire was advanced through both lesions. A 4.5 x 20 mm liberte stent delivery sys was advanced through the proximal lesion, but proximal of the mid lesion before the proxis was inflated for protection. The proxis was inflated, the stent was advanced and stent balloon was inflated. The stent balloon failed to deflate. Attempts continued trying to deflate stent balloon and as negative pressure was applied the 3-way stopcock on indeflator blew. This was replaced and attempts continued to deflate the stent balloon, a 20cc, 10cc, and 3cc syringes were used in attempts to deflate the stent balloon. The pt complained of chest pain with st changes apparent on the egg. Aspiration of 1-2 ccs of blood through the balloon catheter was done, however, the physician was unable to aspirate any more because the stent balloon was still inflated. The proxis aspiration syringe was laid down. The proxis was deflated without continuing to aspirate; it was assumed nothing would move while stent balloon was still up. The vessel was occluded for over 4 minutes. As proxis was deflated, the stent balloon also deflated with negative pressure already established. The physician aspirated 15-20 ccs and debris was captured (sand-like granules.) A 4.0 x 20 mm stent sys was advanced through the proximal lesion, the proxis was inflated and the stent balloon was inflated. The stent balloon would not deflate again. The proxis was aspirated by holding the syringe with negative pressure and the proxis deflated with continued aspiration. The stent balloon came down after the proxis was deflated again capturing debris. The pt continued to have chest pain with st elevation on egg. The post interventional angio shots showed slow reflow phenomenon. The heart rate and pressures were very low. Several drugs, types and doses unk, were given to stabilize the pt and improve flow, however, chest pain and egg did not recover in the cath lab. One to two hours post procedure, the chest pain and egg had normalized. The pt was doing well, however, serial enzymes revealed elevation suggesting a myocardial infarction (mi) on the table. The pt will be followed for left ventricular (lv) function with an echocardiogram in one month. The pt was given angiomax and integrilin, doses unk, during the procedure and was taking anticoagulants. The pt was reportedly doing well. The pt had a coronary artery bypass graft procedure done 8 years ago.

Manufacturer narrative:
Two paper print images received with the complaint demonstrate the collection of debris obtained during the procedure. The returned prod consisted of a proxis inflation device, long sheath catheter with lip seal and a syringe. The batch # tag was removed. There was some partial kinking of the catheter shaft at 45cm and 108 cm. The inspection showed the inflation device to be functioning properly, although there was only enough gas remaining for one inflation. The catheter inflated and deflated properly using a syringe. Add'l visual inspection was performed on the distal 3cm of the catheter under a microscope to look for damage to the coils and /or liner. No visual evidence of damage was found in this area. No puckers or pleats were noted in the balloon when it was inflated. The catheter was checked for compliance to the following items from engineering specification. B (coated 7f proxis ls) the design impact and results are listed under each of the following items; item 10 sheath integrity under balloon, design: device leak strength, results: passed specifications. Item 11 clear tip length, design: winged balloon withdrawal, results: passed specifications. Item 13 tip to balloon length, design: sys performance- short landing zone, results: passed specifications. Item 16 tip entry profile, design: track through stent and vessel, results; passed specifications. Item 17 sheath ID, design: performance - device passage and balloon withdrawal, results: passed specifications. The shop travelers for lots were reviewed. No issues were noted. Based on the info received, the cause for the reported event could not be conclusively determined, however, the physician used a larger than recommended size stent balloon catheter and undiluted contrast in the stent balloon which would cause a slower deflation time of the balloon stent catheter. The proxis sys did not appear to cause the adverse event, but it is uncertain what did. The proxis embolic protection sys instructions for use (IFU) states a 4.0 mm diameter semi-compliant balloon or stent delivery sys and 3.5 mm non-compliant (nc) are the largest sizes recommended for use with the 7f proxis sys.